Event description:
The doctor reported the following: his patient is complaining that after wearing her first aligner her tongue is swelling so much; she is unable to wear her aligners.

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being file as a MDR since the patient reported systomes or physiological condition related to an allergic reaction.